Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the customer confirmed that the donuts were o.k. Further the customer confirmed that staples were present. During blue testing he figured out that the anastomosis is leaking. He decided to convert to open as he was of the opinion that the overstitching is better performed when doing it in an open situs (he is not so familiar with endoscopic suturing and he wanted to make sure that the anastomosis is fixed). Patient is fine and has already left the hospital.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigma procedure, anastomosis was open during blue liquid control; donuts were ok. They had to convert the procedure to open and sutured by hand. No further information is available. Additional information has been requested.